Event description:
An 87-year-old male pt with an infrarenal abdominal aortic aneurysn. A CT scan of the abdomen and pelvis performed on 4/26/2001 demonstrated the aneurysm to measure 7cm in maximal dimension and having at least a 1.5cm length angulated proximal aorit neck. An abdominal aortogram on 4/27/2001 demonstrated the abdominal aortic aneurysm containing very little mural thrombus. The angiogram confirmed a tortuous proximal aortic neck. The angulated proximal aortic neck measured 1.5cm. The aneurysm extended down to the bifurcation and there was mild stenosis in the right common iliac artery. The iliac artery was otherwise normal in caliber. No significant disease in the external iliac or the common femoral arteries was noted. The aneurx bifurcated stent graft implant report on 5/3/2001 does not reference any difficulties in retracting the runner but states "successful placement of a proximal extender cuff for better apposition of an infrarenal aortic segment, owing to an angulated neck." The implant report does state successful placement of a distal extender cuff on the left for seating in the left common iliac artery. Completion angiogram demonstrated no evidence of an endoleak. A four view x-ray of the abdomen and CT scan of the abdomemn and pelvis performed on 5/4/2001 demonstrated an aortic neck angulation of approx 70-80 degrees of the graft. The CT scan demonstrated air anteriorly within the aortic sac. There was no evidence of an endoleak. Slight narrowing of the right limb of the graft by approx 50 percent mid way along its course was noted. From the info provided by the x-ray, CT scan and angiograms, it is possible that the 70-80 percent neck angulation and tortuosity contributed to the removal difficulty.

Event description:
A 26mm x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm 2001. The iliac vessel size and aneurysmal morphology is unknown. It is reported that the physician experienced friction when retracting the runners of the stent delivery system. The difficulty in retracting the runners resulted in the stent graft being pulled down into the aortic sac; therefore a 26mm diameter aortic cuff was placed proximally in the aortic neck. There was no additional clinical sequelae reported relative to the event and no further information is available. It is reported that the patient is doing fine. The returned goods investigation reveals that the runners are straight and unremarkable. There is a slight kink in the hytrel approximately 14cm from the tip of the bullet. Although reported information is limited, this kink could be the result of some form of restriction such as calcifiation or small iliac vessel morphology, which could result in difficulty in retracting the runners.